Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had a high blood glucose over 600 mg/dl. The customer treated with a syringe and declined troubleshooting. The insulin pump will not be returning for analysis.